Event description:
Covidien received information stating, during use, an e360 ventilator experienced a " con rom failed" alarm. It was reported, the alarm could not be silenced. The ventilator was rebooted to silence the alarm. Although the ventilator did not stop ventilating, the patient was transferred to a similar device. There was no negative impact to the patient reported.

Manufacturer narrative:
(B)(4).